Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed by analysis. Final analysis found the right ventricular set screw to contain material inside the hex cavity. This material prevented full insertion of the torque driver and was the cause of the event. This was consistent with having occurred during the procedure. No anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unable to be implanted on (B)(6) 2025, because the set screw could not accept the hex wrench. The implantable cardioverter defibrillator (ICD) was successfully replaced. The patient was stable.